Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us (device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -7.00 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019 and the patient experienced elevated iop. A vault value was reported and pupil block with elevated iop (28 mmhg). Additional surgical intervention (yag, iridotomia, iris suture) were performed. It was reported that the iop was decreased. Cause of event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.